Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer, the phenomenon (no image) likely occurred due to a strong force added to the cable and the cable unit was damaged, which made it impossible to communicate with the video processor and prevented the image from appearing. The damage to the cable is likely due to user handling. The contents of the instruction manual identified the following verbiage regarding cable damage, which may have prevented the phenomenon: - "do not coil the camera cable with a diameter of less than 20 centimeters; the camera cable may be damaged". - "never excessively pull the camera cable, but straighten it gradually when it is coiled; the camera cable could be damaged". - "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable; the camera cable could be damaged". - "do not use excessive force when wiping the external surfaces of the camera cable; the camera cable could be damaged". - "never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope; the camera cable could be damaged". - "never use a clamp or forceps to attach the camera cable to another object; the camera cable could be damaged".

Manufacturer narrative:
The unit was returned to the service center for evaluation. There was no image observed on the unit¿s display due to a faulty cable. Normal cosmetic wear was noted on the unit¿s housing. The instruction manual provides a warning statement to mitigate cable damage. ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ the investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. There was no device issue or patient injury reported.